Event description:
A 3.8mm drill bit failed during a chs surgery to end up leaving about 3cm of its tip in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.